Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four weeks ago. Aneurysm and vessel morphology were not reported. It was reported that on the final angio run a potential type iii fabric endoleak was discovered. The decision was made to reline the bifurcated stent graft with a 23x23x49 endurant cuff; however, the endoleak persisted at the same location but it was less robust. The physicians decided to wait and see if the endoleak would resolve on its own by the 30 day follow-up CT as it may be a type IV endoleak. The patient will be followed by the physician. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak), lack of information (unknown cause of endoleak). Evaluation conclusions: lack of information (unknown cause of endoleak).